Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, there were open connections in the trunk cable connector between wires and their corresponding pins, specifically pin 4 (gel-fire wire), pin 19 (pp+ wire), and pin 21 and 22 (pp- wire). The root cause for open connections could not be positively identified but was likely caused by forcing the trunk cable connector into the monitor. No adverse event resulted from the defective electrode belt.